Manufacturer narrative:
Concomitant: dtba1d1 crt-d implanted 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance, noise and was reported to have fractured. A high number of short ventricular intervals consistent with lead failure were also observed. The patient received an inappropriate shock as no ventricular arrhythmia was present at the time of the shock. The lead was capped and replaced. The patient is a participant in the (B)(6) registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.